Event description:
"The mirrors are falling off. On (B)(6) 2011, the dental assistant reported that 1 mirror fell off onto a pt's tongue while the dentist used it to inspect her mouth. There was no pt injury."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.